Manufacturer narrative:
(B)(4). Analysis was able to confirm the reported broken ventricular connector port; both output connectors were broken. Analysis also noted that the hanger would not close all the way and the keypad window was scratched. All found defective and broken parts were replaced and all other identified issues were resolved. The external pulse generator (epg) was re-calibrated and the device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. There was no patient involvement.